Event description:
It was reported that the bd maxplus pressure rated extension set had an occlusion. The following information was provided by the initial reporter, translated from japanese to english: occlusion: the catheter was occluded after saline lock. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? During saline lock. Please confirm what medication was being administered during the event? Unknown. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? Unknown. Please confirm the make and model of the connecting products? Terumo. If possible, please send the connecting product/s to assist our investigation? Unknown, please investigate. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? Unknown. Please confirm if the connecting product has a luer slip or luer lock connection? Lock. Please confirm whether the flow was completely or partially blocked? Unknown. Please confirm if there is any patient impact? None. Please confirm the lot number of the affected product. Reported 24039205, 24039204, 24039203. Please confirm how many products are affected. Reported 24.

Manufacturer narrative:
Device evaluation: a mz5303 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from three possible lot numbers: 24039205, 24039204 and 24039203. The feedback provided by the customer states that the catheter was clogged after saline lock while using the maxzero extension set. Terumo connecting products were connected using luer lock connection and there was no patient impact. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lots: 24039205, 24039204 and 24039203 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.